Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to retract the foot was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 - it was initially reported that the device would not be returning for analysis; however, the device was returned for evaluation. H6: method code 4114 was removed. Results code 3221 was removed. Conclusions code 67 was removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for difficulty retracting the foot could not be determined; however the reported difficulty to remove and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, no suture was present when the plunger of three proglide devices was removed. The suture of a fourth proglide device was successfully pre-placed; however, the proglide device became entrapped upon removal as the foot plate was unable to retract. The vessel was incised and the puncture site enlarged in order to remove the proglide device. The proglide device was removed in one piece, no tissue damage was noted. The sheath was upsized to a 26f and the tavr procedure was completed. Hemostasis was achieved with via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. Upon packing the fourth proglide device for return the foot was noted to have separated while in the bag. No additional information was provided.